Manufacturer narrative:
Additional information has been reported: product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo power supply. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device no unexpected errors were generated. Pil observed the green ac power led was present. Pil concludes the components operate properly.

Event description:
The manufacturer received information alleging a trilogy evo ventilator sound silence button became unresponsive during use. There was no harm or injury reported. The philips sale representative brought a replacement device to the hospital and confirmed the device had already been replaced with another by the time they arrived. The representative reported the mute button issue on the subject device had been resolved as well. An operational check was performed, but the issue of being unable to mute was not duplicated. It was confirmed that the mute operation functioned normally. The error log was checked, and no records indicating a device failure was confirmed. Key presses were confirmed to have been recorded in the log; it was verified on log review that there was absence of record of the alarm audio pause button having been pressed. Therefore, it was confirmed that muting was not performed. Evaluation determined that this issue was caused by a software failure. A software correction is in progress. During the operational check, the issue of not recognizing the alternating current (ac) power was confirmed, so the power supply was replaced. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: abnormal noise was confirmed from the blower assembly. The blower assembly was replaced to address this issue.